Event description:
The user facility reported that during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the sphincterotome wires fractured at the distal tip when electrocautery energy was applied to the device. The wire was reported to have remained attached to the sphincterotome. The procedure was completed with the use of a similar but different device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. Olympus was informed that the subject device was discarded immediately after the procedure. The cause of the user's experience could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution. Additional comments: MFR 8010047-2008-00175 has been submitted for a similar report from this facility.